Event description:
It was reported that monopolar curved scissors (mcs) instrument cable was torn. There were no reports of patient injury. Isi followed up with the initial reporter however, additional information could not be provided regarding event details.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.